Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The tip-up fenestrated grasper instrument was found to have the main tube broken. A piece measuring proximately 0.148 x 0.308 was not returned with the instrument. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.027 - 0.156 in length and were not aligned with the tube axis. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. Fse contacted site, they were concerned that universal surgical manipulator (usm1) was over torquing on instruments. Fse did error log review with staff to show her there were no errors on usm1. Fse setup system in normal mode and completed system verification and test drive with no instrument issues or errors on the system. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, customer reported after the procedure had been completed that they had two different tip-up fenestrated graspers damaged during surgery. Customer informed that the cover for the cabling near the instrument tip got sheared off and exposed the cabling. Tip-up fenestrated grasper snapped in half while operating, needed emergency key to release from robot & patient. Customer informed that pieces fell into the patient, but they were all retrieved. Customer would like the field service engineer (fse) to check the system. The procedure was completed laparoscopically with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: site did not finish robotically because the surgeon was reasonably uncomfortable with proceeding to complete the procedure robotically. They converted to laparoscopic for a portion but as it was a sigmoid colectomy they do have a portion of the case that is somewhat open to retrieve the specimen.